Manufacturer narrative:
Additional complaint information was requested from the complainant on the following dates: 11/3/09, 11/13/09.

Event description:
It was reported that a revision surgery was performed, due to a broken nail.